Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-48889. It was reported that the patient experienced a dural puncture during the implant procedure. No intervention was performed after the procedure. Reportedly, the patient experienced a headache following the procedure that resolved on its own.